Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experience ineffective stimulation. Surgical intervention was undertaken and an additional lead was implanted. The patient reported effective therapy postoperative.